Manufacturer narrative:
The field service engineer adjusted the sipper, sample/reagent probe, and mixer. He replaced the pipettor probe, mixing paddle, a detection unit, measuring cell, dispenser syringe assembly, circuit board, and the photomultiplier high voltage tube. He performed instrument checks, a blankcell check, calibration, quality controls, and a repeatability test.

Event description:
There was an allegation of a questionable elecsys hcg + beta test system result from the cobas e411 rack analyzer. The initial result was 0.308 miu/ml and the repeat result was 4609 miu/ml. The questionable result was not reported outside of the laboratory. The repeat result was believed to be correct. The reagent lot number was 551036. The expiration date was requested but was not provided.

Manufacturer narrative:
The field service engineer replaced a printed circuit board (pcb) and ran performance testing. The specific cause of the event could not be determined but appeared to be resolved after the service actions.